Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected frozen screen anomaly noted. However, unit received with corroded battery tube and moisture damage noted on vibrator motor. Unit received cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now and frozen display during replace battery now troubleshooting. Customer was assisted with troubleshooting for replace battery now alarm. Customer's blood glucose was unknown at the time of incident. The insulin pump's history indicated that there was no low battery alert prior to replace battery now alarm but timing was less than ten hours. The customer was advised that this was normal pump behavior and to install a new battery. The customer stated that the insulin pump's display became frozen. Troubleshooting for frozen display was performed. The customer stated the buttons were unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.